Event description:
It was reported that during a colon resection procedure, the magazine slipped out when the device was fired. No further information is available. No pt consequence and 1 device is being returned.